Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. (B)(4) devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 84 malfunction events, where it was reported the devices experienced false engagement of handle in the upright or horizontal position, cot height cannot be adjusted or fowler cannot be lowered. There was no patient involvement.

Manufacturer narrative:
The device that originally was reported as evaluated in the field, it was further determined the device experienced loss of electric function, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 84 to 83.

Event description:
This report summarizes 83 malfunction events, where it was reported the devices experienced false engagement of handle in the upright or horizontal position, cot height cannot be adjusted or fowler cannot be lowered. There was no patient involvement.